Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level above (200 mg/dl) the exact value was not provided. The customer took a bolus via the pump to stabilize bg level. It was indicated that the customer is working with health care provider to discuss factors that may affect bg level. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.